Manufacturer narrative:
This information is based entirely on journal literature. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: electromagnetic interference of endodontic equipments with cardiovascular implantable electronic device. Journal of dentistry. 2016; 46:68-72.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipg). Multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports electromagnetic interference (emi) exhibited from dental equipment. It was noted that the devices were tested in a saline solution and not implanted in patients. There was no patient involvement noted in the article. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.